Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06056. It was reported that stent thrombosis occurred. The target lesion was located in the bifurcation of the left anterior descending (lad) and the first diagonal. Two synergy¿ stents were successfully implanted. It was reported there was intervention in multiple vessels and other non bsc stents were also implanted. The physician noted acute stent thrombosis of the stents in the lad and first diagonal occurred. Integrillin was administered and the procedure was completed. No further patient complications were reported and the patient's status was okay.